Event description:
It was reported through the results of a clinical trial, that approximately six months and eight days post port placement procedure, the subject had an adverse event of sepsis and acute encephalopathy. It was further reported that the adverse event was possibly related to the study device and the device was removed. The study was withdrawal due to the subject was expired. The primary cause of the death was lung cancer and the death was not related to the study device and procedure.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the device was not returned for evaluation. The report states that there was infection, encephalopathy, and patient death with primary cause of lung cancer. The sepsis and encephalopathy were stated to be possibly related to the study device. However, the sepsis, encephalopathy, and patient death cannot be confirmed with the information available, nor can their relationship with the device or its use be determined. Based on the available information, the definitive root cause of the event(s) is unknown. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial, that approximately six months and eight days post port placement procedure, the subject had an adverse event of sepsis and acute encephalopathy. It was further reported that the adverse event was possibly related to the study device and the device was removed. The study was withdrawal due to the subject was expired. The primary cause of the death was lung cancer and the death was not related to the study device and procedure.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 03/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.